Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of a ventricular sensed beat occurring approximately 60 ms after an atrial paced beat, which subsquently fell within the blanking period. As a result, a ventricular pace was delivered in a potentially arrhythmogenic portion of ventricular repolarization. Technical services (ts) provided programming recommendations. No adverse patient effects were reported. This device remains in service.